Manufacturer narrative:
The customer contacted the customer care center (ccc). The ccc reviewed the quality control (qc) data. Qc was in range. The ccc then reviewed consumable lots and were within expiration dates. The customer, prior to calling the ccc performed an advanced clean and replaced a sensor but did not solve the issue. The ccc checked the call history and found that on 2016/05/10, the rotary valve was replaced due to a failure of the part. The ccc checked to ensure that a diluent check was performed afterward and it was. The customer checked the pump tubing and it appeared to have residue on the tubing. The customer then checked the pump rate and it was acceptable. The customer was then requested to change the pump tubing and run a diluent check. The customer then ran new samples. The new patient samples matched. The cause of the discordant, falsely low sodium results is due to a maintenance need that was resolved by replacing the peristaltic pump tubing. The instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on three patient samples on a dimension vista 1500. The initial results were not reported out to the physician(s). The customer repeated the samples on an alternate dimension vista 1500 instrument, resulting higher. No corrected reported were issued. The customer repeated new samples on the instruments and both were within the expected range. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.